Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2014-06259, 1627487-2014-06261. The patient had two leads implanted with the same lot number. Information provided by the patient's attorney, indicated the patient alleges the following issues: the patient experienced burning while charging, shocking and increased recharge burden. Patient felt the burning at his ipg and lead sites. The shocking occurred while the device was on and when patient would move a certain way. The patient's entire scs system was removed (B)(6) 2011. Additional information is needed to clarify the nature of the patient's issues. Sjm was made aware of the issues on (B)(4) 2014, and the patient's scs system was not evaluated by an sjm representative to verify and/or troubleshoot any of the reported issues prior to explant. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.